Manufacturer narrative:
It was initially reported that foley catheters were clogging with sediments requiring frequent than usual foley catheter changes. Per report, these sediments that clog at the cuff make it "impossible to deflate or flush." Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported event and required foley catheter changes, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that foley catheters were clogging with sediments requiring frequent than usual foley catheter changes.